Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : if other specify, imdrf annex a, b, c, d and g codes. H3 other text : customer provided sample photo only. No device was returned.

Event description:
It was reported that the syringe pump module was not reading the exact volume. An example was a gentamicin syringe that has 5.25 ml of fluid in it and the pump module read it as 5.05 ml of fluid. This syringe has between 5.2 to 5.3 ml of fluid in it. There was patient involvement but impact is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 : device was not returned to manufacturing facility.

Event description:
It was reported that the syringe pump module was not reading the exact volume. An example was a gentamicin syringe that has 5.25 ml of fluid in it and the pump module read it as 5.05 ml of fluid. This syringe has between 5.2 to 5.3 ml of fluid in it. There was patient involvement but impact is unknown.